Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch generated a leak on the cassette during patient use. A sample picture is not provided. It was also mentioned that no further information is available for this complaint. There was no patient harm reported.

Manufacturer narrative:
The device was received for evaluation on 10/28/24. As received a crack was observed on the base of the secondary port propagating onto the top of the cassette. The crack was observed to be at an angle typical of a bend break. The area was also observed under uv light, no errant solvent was observed. The complaint of leakage on cassette can be confirmed due to the observed crack. The probable cause of the crack is due to unintentional bending forces applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.